Manufacturer narrative:
Invacare awareness date (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013. Per dealer, the seat is cracked.

Event description:
The dealer is reporting that the seat cracked.